Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time.should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: apr 28, 2017: pfs and medical records received. Pfs alleges pain, discomfort, limited mobility and decreased desired activities after review of the medical records for the MDR reportability, operative notes states that the capsule revealed metallosis and osteolysis. It was also reported that there was a minimal amount of thick tan-red apparent synovial fluid. Product codes and lot numbers were provided. This was updated on may 10, 2017.

Event description:
Litigation alleges the patient suffers from pain, discomfort, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear and dislocation. Updated patient identifier and patient harm. Added revision hospital, revision surgeon, lawyer in the associated contact and law firm in the facility name. Doi: (B)(6) 2004 - dor: (B)(6) 2016 (right hip).